Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented via merlin.net transmission for nonsustained lead noise episodes. The nonsustained lead noise alert was due to a mismatch between the near field and far field channels. Programming changes were recommended. Patient will be monitored.